Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.2 cubie pockets b-254, b3, b5 were failed and had read, write, or invalid cubie memory error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer (fse) worked remotely with parata field tech, shutdown the medstation and remove back panel. Then disconnected and reconnected the rowboard cable from drawer control board and cubie trays. Then locked the back panel and power the station back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.2 cubie pockets b-254, b3, b5 were failed and had read, write, or invalid cubie memory error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.